Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose near the muffler (zone 1) and also did not rotate. It was further noted that the vanes were broken causing the device to not rotate. Therefore, the reported condition was confirmed. The assignable root cause for the cut in the hose was consistent with manufacturing issues with the assembly tooling. This issue has been escalated to CAPA. The assignable root cause for the broken vanes is consistent with insufficient oil supply which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy with fusion (acdf) surgery, it was observed that the motor device was making a leaking noise and would not run. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.